Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: please clarify how the ¿endoscopic multiple clip applier 5mm malfunctioned while in use in patient during the clipping of the bile duct.¿ did device not feed clips? Fired 2-3 clips at the same time, it is intended to fire one at a time. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes due to multiple clips being fired simultaneously. Did device fire malformed clips? Yes, again due to multiple clips being fired simultaneously. Did device fire scissored clips? No. Did device drop or eject clips? No.

Event description:
See attached medwatch report number: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. D4: batch # x94m8g. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and no the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, 7 clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.